Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Seat back is broken on the chair. He stated that the wood fell apart, he stated that it looks like the seat broke and then it got wet and now the wood is rotted.